Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. However, unable to prime the pump during the prime test due to a slightly loose drive support disk. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a stained end cap sticker, and missing segments due to a cracked zebra connector on the lcd board.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.